Event description:
Pt was lifted to bring closer to the head of the bed. Foley catheter snapped in half just above connection for the foley bag. Catheter was removed from pt, all pieces intact and save in bag.